Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the system left monitor goes blank during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.